Event description:
It was reported that the battery voltage measurements differed between the interrogation and the save to disk. Updated software was installed and two months later, the patient became symptomatic due to the pacemaker reaching elective replacement indicator and pacing at 65 beats per minute. Premature battery depletion was suspected. The device was explanted and replaced. No further patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Analysis indicated low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.95 v.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device was analyzed. Analysis indicated low telemetered battery voltage. On (B)(4)-2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.95 v. Further analysis of the device revealed that the battery impedance was high.

Event description:
It was reported that the battery voltage measurements differed between the interrogation and the save to disk. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated low telemetered battery voltage. On (B)(4)-2010, the telemetered battery voltage was 2.69 v while the daily battery voltage trend measurement was 2.95 v.